Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided and without the device to analyze, a cause for the reported positioning failure associated with inability to curve, deflect and straighten the sleeve upon applying the m knob cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4+. The clip delivery system (cds) was prepared per the instructions for use (IFU) and was inserted into the steerable guide catheter without issues. When trying to turn the m/l knob, the physician noted that the knob was not working. Turning the know did not result in any movement. Therefore, the cds was removed and replaced. Two clips were successfully implanted, reducing the mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.